Event description:
Follow up information received clarified that during the lead/anchor replacement on (B)(6) 2012, that one of the anchors from the lead kit was used to anchor the lead in addition to a model 3550-39 anchor accessory. It was confirmed that the patient had a good response after the procedure and, as of (B)(6) 2012, continued to have good coverage to the correct areas. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was initially implanted with an implantable neurostimulator (ins) on (B)(6) 2011. On (B)(6) 2011, revision surgery was performed due to the lead migrating "up a couple of vertebral spaces." The patient experienced good coverage post-operatively until (B)(6) 2011 when a loss of stimulation was reported in the affected area; however, stimulation was felt in a different area of the body. It was found that the lead had migrated up three vertebral spaces. The lead and anchor were replaced on (B)(6) 2011. The patient had good coverage in the correct areas. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unk, implanted: unk, explanted: (B)(6) 2011, product typ lead, product ID 3550-39, lot# 0202693461, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product typ anchor. (B)(4).